Event description:
According to the reporter, during a partial esophagectomy, the device was used on the patient, on the lobe of the lung and esophagus combined resection procedure, the power shell and short adapter were connected to the handle which was checked with full battery remaining, and lobectomy was performed, the handle was used without problems for four cartridges' firing. About four hours after the first firing, to perform intrathoracic esophagus resection, the adapter was replaced with a another adapter, and the reload was connected, after checking the display was all green, the surgeon approached the device to the tissue, then the display blacked out and the device was unable to operate, so another handle and power shell were prepared and used. The device was hotter than usual use. They checked the device after it was inserted into the charger for a while, but the display was still blackout as it was. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Correction: h6, h10 evaluation summary: medtronic led an evaluation of one signia handle device. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after removal of a reload. The power had been interrupted due to a fully depleted battery. When the microprocessor experiences an esd event it can cause the handle to lockup. The root cause of the observed condition was determined to be a result of an exposure to an unanticipated electrostatic discharge (esd) event prior to procedural use. Device enhancements are being evaluated to minimize the potential device susceptibility to esd. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after attachment of the reload. The power had been interrupted due to a fully depleted battery. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause has been identified as damage due to an electrostatic discharge (esd) event. Improvements have been initiated to mitigate this condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial esophagectomy, the device was used on the patient, on the lobe of the lung and esophagus combined resection procedure, the power shell and short adapter were connected to the handle which was checked with full battery remaining, and lobectomy was performed, the handle was used without problems for four cartridges' firing. About four hours after the first firing, to perform intrathoracic esophagus resection, the adapter was replaced with a another adapter, and the reload was connected, after checking the display was all green, the surgeon approached the device to the tissue, then the display blacked out and the device was unable to operate, so another handle and power shell were prepared and used. The device was hotter than usual use. They checked the device after it was inserted into the charger for a while, but the display was still blackout as it was. The procedure was completed with another device. There was no patient injury.